Manufacturer narrative:
(B)(4) the customer provided one image for analysis. The image shows a guidewire containing one kink around the middle of its body. No other damage was observed to the guidewire. The customer also returned an opened cvc kit containing no components inside. Visual analysis could not be performed on the guidewire or ars/18ga introducer needle subassembly, as they were not returned. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The customer report of a kinked guidewire was confirmed through investigation of the customer-provided photo. However, full complaint verification testing could not be performed as no components were returned inside the kit for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "on (B)(6) 2025, anesthesiology department, (B)(6) hospital the doctor feedback when remove the swg, the swg was found kinked during use on the patient." The user changed to a new set to resolve the issue. There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "on (B)(6) 2025, anesthesiology department, (B)(6) hospital the doctor feedback when remove the swg, the swg was found kinked during use on the patient." The user changed to a new set to resolve the issue. There was no medical intervention required. The patient's current condition is reported as "fine".